Event description:
A family member reported that the patient experienced a blood glucose (bg) of 39 mg/dl. She stated that the patient was unresponsive and smelled like sugar. A specific date for the incident was not given. The family member stated that she gave the patient juice through a straw, and the patient's bg resolved to 100 mg/dl. Customer support (cs) reviewed the pump with the family member and found that settings and history matched; there were no insulin delivery issues found. The family member denied finding air in the cartridge or leakage at any of the connections; she stated there were no site issues. The family member reported that the patient's endocrinologist recently changed the insulin to carbohydrate ratio and enabled the "insulin on board" feature of the pump; she stated that the doctor has also been changing basal rates. She stated that the patient has allergy issues and an elevated a antibody. She also stated that the patient has been going through puberty and eating more food. This complaint is being reported due to the patient's alleged hypoglycemic episode.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1, (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a reviewed of the total daily dose history from (B)(6) 2011 to end of pump use on (B)(6) 2011, showed that daily insulin delivery totals correctly reflect the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The 29 hour flow accuracy test was unable to be performed due to pump being previously disassembled to investigate a separate complaint. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.